Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since the end of november 2016, the customer has been experiencing low blood glucose (bg) levels, as low as 51- 54 mg/dl, especially in the morning. Low bg levels were addressed by consuming carbohydrates. The customer stated that they had bariatric surgery and that low bg levels were due to delivering boluses prior to eating and not always eating enough for the insulin bolus given.